Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause was determined to be loss of connection. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. The reported issue of pairing failure is reportable based on the finding of loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. Previously, data was evaluated, it confirmed the customer complaint and there was a loss of connection found. The reported event of pairing failed was confirmed. The root cause could not be determined.